Manufacturer narrative:
Concomitant medical products: dtma1d1 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in-office and while evaluating the patient, there was a brief period of possible left ventricular (lv) lead capture loss. The lv lead threshold was re-checked multiple times and found to be stable and the electrocardiogram (ECG) pattern could not be reproduced with provocative maneuvers. The physician chose to leave the device as programmed, as the patient was feeling very well. The lv lead remains in use. No patient complications have been reported as a result of this event.